Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not recognize that the hard paddles assembly was connected. As a result, defibrillation would not be possible with the hard paddles. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio was able to confirm that the device could obtain an ECG waveform, as well as charge and shock during testing. Physio did observe that the device had unrelated event codes logged into its memory. Additionally, the device would not boot-up properly intermittently. Upon further inspection, physio found a serial number mismatch between the device itself and the installed system controller (sc) pcb assembly. It was then confirmed by the customer that in an attempt to repair their device that they had swapped out the sc pcb assembly with a different device. The device was returned to the customer unrepaired. The cause of both the reported and observed issues could not be determined.